Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-may-2019. The most recent information was received on 29-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('distended belly') in a female patient who had essure (batch no. C26962) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criterion medically significant), myalgia ("muscular pains"), cardiac disorder ("heart disorder"), fatigue ("heavy fatigue"), alopecia ("loss of hair"), diarrhoea ("diarrhea"), vertigo ("vertigo") and breast pain ("heavy pain in breasts") and was found to have weight increased ("weight gain"). At the time of the report, the abdominal distension, myalgia, cardiac disorder, fatigue, alopecia, diarrhoea, weight increased, vertigo and breast pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, breast pain, cardiac disorder, diarrhoea, fatigue, myalgia, vertigo and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6)) on 21-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('distended belly') in a female patient who had essure (batch no. C26962) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criterion medically significant), myalgia ("muscular pains"), cardiac disorder ("heart disorder"), fatigue ("heavy fatigue"), alopecia ("loss of hair"), diarrhoea ("diarrhea"), vertigo ("vertigo") and breast pain ("heavy pain in breasts") and was found to have weight increased ("weight gain"). At the time of the report, the abdominal distension, myalgia, cardiac disorder, fatigue, alopecia, diarrhoea, weight increased, vertigo and breast pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, breast pain, cardiac disorder, diarrhoea, fatigue, myalgia, vertigo and weight increased with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.